Event description:
It was reported that the intra-aortic balloon (iab) was prepped, vascular access achieved, super arrow-flex (saf) sheath inserted into the patients' right femoral artery. As the md was inserting the iab into the saf sheath, the iab became stuck in the saf sheath. The iab got stuck in the middle of the sheath introducer. It was impossible to pull back the catheter, so a complete removal of sheath, spring wire guide (swg) and iab was necessary. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as "fine." Reference MDR # 1219856-2010-00509 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.